Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) recommended device replacement. This crt-p was subsequently explanted and was not returned for analysis. Other than the surgical procedure no additional adverse patient effects were reported.